Event description:
It was reported that device migration leading to embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) was inserted. The 35mm wds was inserted and deployed, however about a minute after release the closure device began to shift on the limbus ridge. The cardiothoracic surgeon attempted to snare the closure device using a gooseneck snare. The surgeon advanced a larger sheath across the septum, a wire, and catheter and got behind the closure device which ended up dislodging the closure device. The closure device moved beyond the mitral valve into the left ventricle (lv) and landed in the left ventricular outflow tract. Open heart surgery was performed to remove the closure device and the laa was ligated utilizing a non-bsc device. The patient was taken to the intensive care unit (ICU) to recover.

Manufacturer narrative:
Media evaluated by bsc medical safety: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 1 video clip provided for review showing embolized watchman flx device in the left ventricle (lv) on ventricular side of mitral valve.

Event description:
It was reported that device migration leading to embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) was inserted. The 35mm wds was inserted and deployed, however about a minute after release the closure device began to shift on the limbus ridge. The cardiothoracic surgeon attempted to snare the closure device using a gooseneck snare. The surgeon advanced a larger sheath across the septum, a wire, and catheter and got behind the closure device which ended up dislodging the closure device. The closure device moved beyond the mitral valve into the left ventricle (lv) and landed in the left ventricular outflow tract. Open heart surgery was performed to remove the closure device and the laa was ligated utilizing a non-bsc device. The patient was taken to the intensive care unit (ICU) to recover.